Event description:
It was reported that the patient experienced ineffective therapy and discomfort at the ipg site. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.